Manufacturer narrative:
D4: catalog number: unknown. D4: lot number: unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6b: explanted date: unknown if the device was explanted. H4: device manufacture date: unknown due to unknown catalog and lot number. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in post-operative bleeding. The exact root cause was unable to be determined. The likely cause was determined to have been incorrect device deployment or improper use resulting in inadequate hemostasis. The device history record (DHR) was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
From literature review: rolf p. Kreutz, md, sujoy phookan, md, hamid bahrami, md. Femoral artery closure devices vs manual compression during cardiac catheterization and percutaneous coronary intervention. Journal of the society for cardiovascular angiography & interventions, 1(5), 100370. Https://doi.org/10.1016/j.jscai.2022.100370. A study was done to examine the rates of contemporary outcomes during diagnostic catheterization and pci with the most common femoral artery closure devices. There were 2 patients that experienced bleeding at the access site after the diagnostic catherization procedure using angio-seal. Access site bleeding is defined as any bleeding event with hgb drop less than or equal to 3 g/dl, blood transfusion, or requiring surgery/intervention.